Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but it tore prior to being inserted. Thee was no pt contact or injury. The facility stated that it is unk as to why the lens tore. An ms1-pf injector and an sfc-25 fp cartridge were used but the facility was unable to provide the lot numbers.